Event description:
The home patient (hp) contacted baxter's technical service center regarding an overprime which occurred on the homechoice (hc) during use. The patient line had overprimed a little, and the hp wanted to know if it was okay to connect. The baxter technical services representative advised the hp to connect to the line. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2011. He stated that the patient had contacted him about the incident. This writer informed the nurse about the contamination risk, and he stated that there have been no adverse effects reported in relation to this event. Therapy since has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event of connecting to an overprime line was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.